Manufacturer narrative:
This incident appears to be related to insufficient pre-drilling or a wrong estimation of the bone-density because the implant bent during insertion and a high turning force (45 n/cm) was needed for the insertion. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.

Event description:
On (B)(6) 2016 it was reported to 3m (B)(4) that 3m espe mdi mini dental implant o-ball prosthetic head - collared - 1.8 x 13mm, ob-13 was broken during an unsuccessful implantation on (B)(6) 2016 and the apical fragment was removed on the same day in an additional surgery. The implant should be implanted in position 33, but during the implantation, the implant bent and the dentist wanted to unscrew it. The dentist stated that a high turning force (about 45 n/cm) was needed for the insertion. During unscrewing the implant broke and the apical fragment was removed using a dental lindemann burr. The additional surgery was performed without any complications.